Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming hi-pot testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming testing. Upon evaluation, the trunk cable was cut. The cause of the incoming test failure is a short inside the trunk cable. The cause of the short inside the trunk cable. The cause of the short inside the trunk cable. The cause of the short is the damaged cable and wires. The root cause of the damaged cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the shorted wires inside the trunk cable. The last patient to use this belt did not report any deficiencies.